Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The discrepancy observed is likely due to the differences in testing methodologies or a potential lab cross-contamination. Data showed that samples have very low amplification indicating low viral load at lod. Very low viral load specimens that are near the assay limit of detection (lod) may not generate consistent results upon repeat testing according to expected statistical variances in detection. Also, there are differences between the cobas liat scfa assay and the cepheid® genexpert which could further explain the sample discrepancies. As such, results with one assay may not be reproducible with a different assay. Lastly, it is possible that a low level of laboratory contamination could cause a low viral load in the sample. Facility name is truncated due to character limit: (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the netherlands alleged discrepant influenza a results with 7 patient samples using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged samples were initially tested with the cobas liat where 4 samples generated influenza a positive results and 3 samples generated influenza a positive and sars-cov-2 positive results. The same samples were repeated with the competitor platform, cepheid genexpert, and were all negative. No harm is alleged. All results were reported to the medical personnel and the patients. Per FDA¿s eua guidance, 7 mdrs will be filed.